Manufacturer narrative:
The thermage tip was discarded and can't be evaluated. Evaluation of the system logs and treatment tip cannot be completed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be operating outside of the acceptable limits. The plant evaluation is underway.

Event description:
A user facility reported that a patient is experiencing blurred vision since the thermage eye treatment approximately 3 months ago. No other information is available.

Manufacturer narrative:
No additional information was provided by the customer after multiple follow up attempts. Due to the lack of information provided, no causal factors can be determined and no conclusions can be drawn. For thermage eye treatment user must follow standard precautions for the placement and use of the eye shields. Eye shields are not provided by solta. According to thermage flx user manual, the correct size plastic globe protectors must be in place prior to any eyelid treatments using thermage. The thermage flx system does not allow for vibration during an eyes by thermage treatment. The system disables vibration when the 0.25 cm2 treatment tip is attached to the standard handpiece. Vibration may cause displacement of the ocular shields; resulting in increased risk of corneal abrasions or ocular damage. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.